Manufacturer narrative:
In a good faith effort (gfe) response from the customer, they stated that they were unable to repair the device because they believed the central processing unit (cpu) printed circuit board assembly (pcba) to no longer be available from philips. Multiple additional gfes were attempted to the customer to clarify that the cpu pcba is in stock and able to be ordered through philips parts service so that they could resolve the issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In an additional remote service work order, the customer informed the remote service engineer (rse) that the central processing unit (cpu) printed circuit board assembly (pcba) had been replaced to resolve the issue. In a good faith effort (gfe) response from the customer, it was confirmed that the device has remained out of use the entire time between the previous source system case when the cpu pcba was advised and this new source system case when the replacement cpu pcba was installed. Following the cpu pcba replacement and programming of the serial number and hours, the customer requested the encryption options from the rse. The rse provided the requested information, and the customer was able to successfully enable the options to continue their testing following the part replacement. In an additional gfe response from the customer, it was confirmed that testing was completed following the part replacement and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was confirmed in a good faith effort (gfe) response to have been outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that during setup, the alarm appeared on the screen. In the customer biomedical engineering shop, the alleged issue was duplicated and the associated diagnostic code was confirmed in the device's diagnostic report (drpt). No other alarm/diagnostic codes were found. The customer was advised by the remote service engineer (rse) to replace the central processing unit (cpu) printed circuit board assembly (pcba) and complete a reprogramming afterwards. The part information for the cpu pcba was provided to the customer. This investigation is ongoing.